Event description:
As reported, a sleek otw balloon catheter (3.0x22 x 150 shaft) was inflated in the patient but was unable to be deflated. The physician attempted deflation using an unknown inflation device and multiple unknown syringes unsuccessfully. The physician then punctured the balloon using an unknown 21g needle. There was no patient injury reported. The device was clinically used and will be returned for analysis. The intended target lesion was the anterior tibial artery which was described as calcified with 85% stenosis. The device was not used for a chronic total occlusion. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product the product into the patient. The device prepped normally (i.e. Maintain negative pressure). Contrast media used was a non-cordis product. The contrast to saline ratio was 50/50. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction while inserting the balloon through the guide catheter. There was difficulty advancing the balloon catheter through the vessel. There was difficulty crossing the lesion. The catheter was never in an acute bend. The balloon inflated normally. The balloon was inflated only once. The balloon maintained pressure during inflation. The sheath used was a non-cordis device. The guide wire used was a non-cordis device. There were no stents present within the treatment site or tracking path. The balloon did not seem to ¿stick¿ to a stent. The balloon did not re-wrap properly. The balloon catheter did not kink while being used. The device was removed from the patient in one piece.